Event description:
The customer reproted via phone call that he had high blood glucose but not hospitalized. Customer's blood glucose was 598 mg/dl. Customer was treated with 23 units of humalog, the customer had 2 emergerncy room vists.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.